Event description:
It was reported that in 2007 this patient went into septic shock. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j11404r30, implanted: 2002-(B)(6), (B)(4).